Manufacturer narrative:
(B)(4). Lot number: the patient reported the lot number as either h15g20105 or h15h27017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette was missing the blue tip protector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on the machine) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.